Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient presented with angina, timi flow 0. The target lesion was the cause for the admission st elevation myocardial infarction(stemi) and was pre-dilated with a 2.5mm x 15mm balloon at 6 atmospheres. Although angiography revealed improvement in blood flow, there was significant residual recoil. The balloon was withdrawn and since the following angiography revealed the caliber of the vessel to be quite small, a decision was made to insert the study stent. The study stent was post-dilated with a 2.5mm balloon at 12 atmospheres. Repeat angiography revealed the stent to be fully apposed to the wall and the procedure was assessed as successful. In (B)(6) 2015, integrillin was begun and more heparin administered. The patient was already on aspirin and clopidogrel. The act (activated clotting time) was 235 seconds. During the hospitalization, coumadin was administered. Subsequently, the event of elevated troponins and stent thrombosis were considered resolved and since the patient was assessed to be a non-responder to clopidogrel, the patient was discharged on brilinta (ticagrelor). The aspirin dosage was reduced from 325mg to 81mg. Twenty-five days following discharge, a 30-day follow-up was performed via telephone call. There were no invasive or surgical procedures deferred due to antiplatelet therapy, and there were no bleeding complications associated with antiplatelet therapy.

Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Platinum diversity clinical study it was reported that angina and stent thrombosis occurred. In (B)(6) 2015, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad)with 100% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x24mm promus premier stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2015, the patient was discharged with aspirin and clopidogrel. Seven days post index procedure, the patient presented with a complaint of chest pain. Patient's electrocardiogram (ECG) showed changes with more st elevation in the proximal and anterior leads. It was also noted that the patient has angina, symptoms of ischemia, elevated cardiac enzymes and new ECG changes. Coronary angiography was performed and revealed 100% stent thrombosis of previously placed 2.50x24mm promus premier stent in proximal lad, with a timi 0 flow and lesion was 20mm in length. The physician advanced a non-bsc guide wire distal to the lesion but could not get the balloon down. The non-bsc guide wire was then exchanged with a choice floppy guide wire followed by placement of a 2.0x15mm balloon catheter and predilation was performed. Following dilation, there was a return of flow but more thrombus in stent. A 2.25x12mm non-bsc balloon catheter was advanced and was inflated twice at 18 atmospheres in the stent and intravascular ultrasound(ivus) was performed from mid to left main which revealed no dissection, no thrombus, and the stent was well opposed. A 2.5x20mm non-bsc balloon catheter was advanced and inflated at 6 atmospheres in mid stent for more expansion, resulting in good flow without thrombus and further stent was not needed. The final angiography demonstrated 0% residual stenosis, no dissection, and timi flow 3. The patient began treatment with warfarin for a possible left ventricular(lv) thrombus. Two days post procedure, the patient denied chest pain or discomfort, the event was considered resolved, and patient was discharged.